Event description:
It was reported an issue with monosyn suture. The client initially reported that the thread was sealed in the pouch. However, as they checked the actual complaint product, the edge of aluminum pouch was sticked to the outer film package. We have received 7 pcs from our customer and we have observed 3 defective packages. Correction: I have informed that there were 3 defective samples out of 7 samples previously. However, according to the additional information from the sales, regarding all 7 packages, there found that the part of the pouch attached to the outer package. Regarding 4 packages that I have informed as not defective, the nurse actually pulled and detached the attached part. That is why now these 4 packages look like there are no problem with the package. So, please take these all 7 packages as defected samples. No additional information has been received.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We received 7 open samples on 12/04/2024. 3 open samples had the aluminum pouch stuck to the peel foil. We received 37 open samples more on 22/04/2024. All open samples had the aluminum pouch was stuck to the peel foil. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root cause is that due to an accidental effect of welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: considering that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.